Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir retainer, a missing reservoir tube o-ring, a scratched case, broken battery tube threads, a faded serial number label, a damaged keypad overlay texture, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer.

Event description:
It was reported that customer had crack in case of insulin pump. The customer blood glucose level was 114 mg/dl. The customer stated that reservoir compartment is broken and the ring is broken. The insulin pump will be returned for analysis.